Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-00030. It was reported that patient experienced ineffective stimulation. Imaging showed that one of the leads had migrated. Surgical intervention may be pending to address the issue. It is not known which lead has migrated, so both leads are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein both of the leads were explanted and replaced to address the issue.